Event description:
It was reported that the patient was planned to have a left bundle branch (lbb) pacing lead implant. The patient had a cardiac resynchronization therapy pacemaker (crt-p) device system implanted two weeks prior to this lbb implant procedure. Right before the closure of the device pocket, a last measurement was performed for this newly implanted lead, and high capture threshold and failure to capture were observed. The lead also exhibited noise oversensing, resulting in brady pacing not delivered when required for four seconds and abnormal impedance measurements. The health care professional (hcp) suspected a cardiac tamponade occurred due to perforation, and the decision was made to remove the newly implanted lead. The device pocket was then successfully closed. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation. No lead issues were noted that would have made perforation more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that the patient was planned to have a left bundle branch (lbb) pacing lead implant. The patient had a cardiac resynchronization therapy pacemaker (crt-p) device system implanted two weeks prior to this lbb implant procedure. Right before the closure of the device pocket, a last measurement was performed for this newly implanted lead, and high capture threshold and failure to capture were observed. The lead also exhibited noise oversensing, resulting in brady pacing not delivered when required for four seconds and abnormal impedance measurements. The health care professional (hcp) suspected a cardiac tamponade occurred due to perforation, and the decision was made to remove the newly implanted lead. The device pocket was then successfully closed. No additional adverse patient effects were reported. The lead was returned for analysis.